Manufacturer narrative:
Siemens filed MDR 1219913-2021-00429 initial report on 23-aug-2021, MDR 1219913-2021-00429 supplemental 1 on september 28, 2021 and MDR 1219913-2021-00429 supplemental 2 on january 14, 2022. February 14, 2022 - additional information: the outside the united states customer observed discordant reactive patient results for a patient on atellica im (aim) 1300 toxoplasma igg (txog) with lot 270 compared to alternate methods. Reactive results were obtained on atellica im txog with two different draws while non-reactive with two alternate methods and western blot. Calibration, qc data, sample handling and the total number of positive and negative results to calculate sensitivity and specificity were not available. Samples were not available for further testing with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) tubes or other investigations. Siemens performed a study with fifty (50) normal patient samples from manufacturing and fifty (50) patient samples from france. The 100 samples were tested in replicates of 3 (n=3) with atellica im txog lots 268, 270 and 272. 92 samples recovered the same interpretations with all 3 lots and 8 patients recovered negative/equivocal comparing the 3 txog lots. Siemens retrieved patient field data and lot 270 recovered similarly with other lots. Based on the available information atellica im toxoplasma igg lot 270 is performing as intended and a product performance issue has not been identified. Customer is operational and no further action is required. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00430 supplemental report 3 and MDR 1219913-2021-00431 supplemental report 3 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false reactive atellica im toxoplasma igg (toxo g) patient results. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2021-00430 and MDR 1219913-2021-00431 were filed for the same event on the same patient.

Event description:
A false reactive atellica im toxoplasma igg (toxo g) result was obtained on an initial patient sample. The reactive toxo g result was considered discordant compared to a nonreactive alternate toxoplasma igg test method result. The customer performed repeat toxo g testing on the original sample and on a new (second) sample obtained from the same patient, both resulting reactive. The second sample was sent to another laboratory for confirmation testing, resulting nonreactive on two alternate toxoplasma igg test methods. The reference city laboratory provided the customer with another sample tube that was found to be nonreactive with a third alternate toxoplasma igg test method. The customer obtained a reactive result when tested on the atellica im for toxo g. The nonreactive alternate toxoplasma igg method results were reported to the physician(s) as the correct results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, false reactive atellica im toxoplasma igg (toxo g) results.

Manufacturer narrative:
Siemens filed initial report on 23-aug-2021 for a discordant, false reactive atellica im toxoplasma igg (toxo g) result obtained on a patient sample. 03-sep-2021. Additional information: the atellica im toxoplasma igg actual result for sid (B)(6) (MDR 1219913-2021-00431) was 20.6 iu/ml (reactive) and it was tested on (B)(6) 2021. This testing was run for troubleshooting the issue with no intent of reporting this result to the physician(s). MDR 1219913-2021-00431 supplemental report 1 was updated in b6 with this information. D8: the instrument is not serviced by a third-party. This information has been updated in d8. Siemens continues to investigate. MDR 1219913-2021-00430 supplemental report 1 and MDR 1219913-2021-00431 supplemental report 1 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00429 initial report on 23-aug-2021 and MDR 1219913-2021-00429 supplemental 1 on september 28, 2021. December 12, 2021 - addtitional information: siemens has performed an internal study using 100 patient samples. The study included fifty (50) normal internal patient samples and fifty (50) patient samples from france. The samples were tested using atellica im toxo g reagent lots 268, 270 and 272 and tested in replicates of 3. The result interpretations for ninety-two (92) of the patient samples recovered the same with all three reagent lots and eight (8) of the patient samples recovered nonreactive (negative)/equivocal when comparing the three reagent lots. Based on internal smart remote service (srs) data, the three reagent lots have similar interpretation recoveries. Siemens continues to investigate. MDR 1219913-2021-00430 supplemental report 2 and MDR 1219913-2021-00431 supplemental report 2 were filed for the same event.